Event description:
Patient underwent aaa repair in 2007. Eight days post-op, physician went back in due to acute right limb graft thrombosed at bifurcated stent graft placement. This required a left to right femoral-femoral bypass. Post-op non-infused CT showed compressed proximal right limb of main body.

Manufacturer narrative:
Method, results and conclusions are still under investigation. Evaluation: still under investigation.